Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with painful left total hip arthroplasty (54 pinnacle 300, 36x54 ultimet liner, 36 +5 cobalt chrome head, and aml stem). Initial plan was to revise metal liner to poly and retain cup. Exposure revealed male aligned cup; therefore, determination made to revise entire cup, liner and head construct. Revised to a 58 pinnacle multihole, altrx 40x58 +410 liner, and +5 delta ceramic head resulting in a stable construct. Apparent corrosion at the head grunion interface. No corrosion noted at cup/liner interface as the metal liner was apparently mal-aligned and incarcerated in the cup likely due to error in placing the implant during the index procedure.